Manufacturer narrative:
The reported field event of failure to interrogate was not confirmed. Analysis performed indicated normal device functionality and device showed normal characteristics and able to be interrogated successfully on various merlin programmers.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the physician was unable to interrogate the implantable cardiac monitor (icm). A second icm connected immediately and was successfully implanted. The patient was stable throughout.